Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical relevant documents were provided to conduct a thorough medical assessment. Nor has any clinical documents referencing a second revision been provided. Therefore, no medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
Two reflection liners disassociate post-operatively in the same hip. The second disassociation is being revised on (B)(6).